Event description:
It was reported that when the device was used for an unknown procedure, it cut but did not staple. It is unknown how the case was completed. It was further reported, there was an extended or time, as well as an extended hosp stay for the pt.